Event description:
A report was received that the patient was explanted due to an infection at the lead and pocket site. The patient's symptoms were pain, fever and drainage. The patient was prescribed IV antibiotics. The patient is reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations as they were discarded by the medical facility.